Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). Sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Insertion failures were observed in the event log. No failure modes were observed with sensor plug upon visual inspection. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a "sensor startup" problem was encountered with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain sensor scans. The customer's felt "unwell", and experienced dizziness and a loss of consciousness. The customer was unable to self-treat and was seen in a hospital where IV fluid was administered for the diagnosis of hyperglycemia. The customer was further administered potassium via IV for treatment. It was further reported that the customer did not leave the hospital their glucose level was at 18 mmol/l. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a "sensor startup" problem was encountered with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain sensor scans. The customer's felt "unwell", and experienced dizziness and a loss of consciousness. The customer was unable to self-treat and was seen in a hospital where IV fluid was administered for the diagnosis of hyperglycemia. The customer was further administered potassium via IV for treatment. It was further reported that the customer did not leave the hospital their glucose level was at 18 mmol/l. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.